Event description:
It was reported that over the last week or so, the pt was aware of a crackling and hissing noise. Speech understanding is very poor. Telemetry measurements show 'poor coupling to the implant'.